Manufacturer narrative:
A visual examination of the returned device found that both pullwires were disconnected from the tang holes; one pullwire was broken and the other was elongated. No damage was noted to the handle or handle spool. Further analysis of the pullwires was performed. The pullwire break occurred due to a bending cyclic event followed by a tension overload. The separation of the other pullwire was attributed to a mechanical cut. No material anomalies were noted. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the pullwires broke. The evaluation attributed the pullwire damage to a bending cyclic event caused by over extension of the handle in the open position. Therefore, the most probable root cause is design. An investigation is underway to address pullwire issues. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, the forceps device was used to successfully obtain several (approximately 2-4) biopsies. However, on the final pass, the jaws opened, but were not able to be closed. On a subsequent attempt to close the jaws, both pullwires broke. The forceps device was able to be removed from the patient, but the jaws remained open. Reportedly, the forceps was tested prior to use and no defects were noted. The procedure was successfully completed with another radial jaw 4 biopsy forceps device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, the forceps device was used to successfully obtain several (approximately 2-4) biopsies. However, on the final pass, the jaws opened, but were not able to be closed. On a subsequent attempt to close the jaws, both pullwires broke. The forceps device was able to be removed from the patient, but the jaws remained open. Reportedly, the forceps was tested prior to use and no defects were noted. The procedure was successfully completed with another radial jaw 4 biopsy forceps device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. However, the patient was reported to be over the age of 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.